Event description:
Employee was warming a blanket in the blanket warmer. The shelf was missing above the coils, so the blanket was placed directly on the coils. Smoke was noted, although the blanket did not catch fire.